Event description:
It was reported that there was an event of noise, low pacing impedance, and failure to sense on the atrial lead when the patient had presented to clinic for a follow-up. The lead was capped and replaced successfully on (B)(6) 2025. The patient was noted as being stable.